Event description:
A tandem mobi cartridge alarm was reported during pumping. The blood glucose level of the customer did not exceed 500 mg/dl, indicating it remained within a normal range. The caller was instructed to remove the cartridge and deliver a 9-unit bolus successfully. The customer was able to reload the original cartridge and resume insulin therapy without further issues, resulting in the resolution of the problem.